Manufacturer narrative:
The customer¿s report of a bulge/balloon in the silicone segment below the upper fitment was confirmed upon visual inspection but not replicated during testing. Visual examination showed that the silicone segment had a slight bulge and was weakened near its upper portion just below the upper fitment. Additionally observed was a knot tied in the tubing just above the check valve. Functional testing was unable to replicate the ballooning. The root cause for the reported bulge in the tubing could not be determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a nurse responded to an unspecified alarm and noted a ballooned pump segment during a tpn infusion at 139ml/hr. There was no patient harm.